Event description:
It was reported that tip detachment occurred. The 50% stenosed target lesion was located in a moderately tortuous and mildly calcified vessel. A 035/260/1 amplatz super stiff was selected for use. During device preparation, the wire was rinsed with saline outside the patient. However, the tip detached when it was shaped. The device was exchanged prior to introduction to the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event.